Event description:
It was reported that a malfunction alarm labeled "malf 12" occurred, and no notable events were observed prior to this malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.